Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation and the reported event was confirmed. The weld adjoining the ratchet housing to the offset cup impactor (oci) body was fractured all around and the ratchet housing slightly loose, popped out and rotated from its original orientation. The ratchet key could not be inserted, so the ratchet housing was oriented as intended and the ratchet key could be inserted as intended, however when a cup simulant was attached to the threads, the ratchet key could not be tightened down as intended due to the fracture. There were scratches and gouges on the ratchet housing, and a few on the trigger plate, likely from being impacted which is not the intended use. Other observations: one (1) of the two (2) large latch pins on the chain assembly that connect the oci body with the chain assembly was severely deformed, inconsistent with intended use. These latch pins are intended to be able to attach into the oci body in either orientation, however this deformity was not allowing the pin to clamp in place as intended in one (1) of the two (2) orientations. There were some gouges on the body of the component containing these pins as well; the weld adjoining the metal handle and the oci body was fractured nearly all around; there were minimal signs of wear in the form of scratches nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during review of product records. In conclusion, the reported event is confirmed. A cup simulant could be attached but could not be ratcheted down fully as intended. The weld adjoining the ratchet housing to the offset cup impactor (oci) body was fractured all around and the ratchet housing slightly loose, popped out which is not allowing the ratchet key to tighten down as intended. There were signs of unintended use throughout the complaint sample, including on and around the ratchet housing, likely leading to this weld fracture. No further investigation is required with regard to this complaint. H3: updated to yes, device evaluated. H6: updated method, results, conclusions codes.

Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Event notification was received 15-apr-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 3-may-2019 which contained a fracture and hence met the reporting requirements. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the blue handle offset cup inserter would not lock onto cup at tip. No adverse events nor patient consequence were reported as a result of the malfunction.